Event description:
Customer reported the system pressure dome came off the pressure sensor at approx 300 ml whole blood processed, resulting in a blood leak on the pump deck, with no alarm. Customer stated she was out of the room when the leak occurred, and discovered the leak when she returned to the room. The treatment was aborted at that time and the blood in the kit was not returned to the pt. Pt's condition was stable. Service order (B)(4) was dispatched. Kit will be returned for investigation.

Manufacturer narrative:
A review of lot c338 was performed and there were no nonconformances associated with this lot. This lot met release requirements. A review of lot c338 shows no trends. A review of the complaint categories shows no trend for pressure dome membrane leak. Service order (B)(4): technician cleaned blood under pump heads and pressure transducer. A system checkout was performed and met mfg specs. No further action required. This assessment is based on info available at the time of the investigation. Analysis of the returned kit is in progress. A supplemental report will be filed when this analysis is complete. (B)(4).